Manufacturer narrative:
A ge oec service representative investigated the issue and found the hard drive was corrupt and was removed and replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 2800 uroview fluoroscopy system would not boot up.